Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify similar incident reported from this lot. It was reported that the procedure was used to treat tricuspid regurgitation. It should be noted that the intended use section of the mitraclip system, instruction for use states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Since, the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device. However, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. Based on the information reviewed, a cause for the reported migration, single leaflet device attachment (slda), expulsion and difficult to remove the clip from the steerable guide catheter could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip movement followed by complete clip detachment (ccd). It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 3-4. The clip delivery system (cds) was advanced to the tricuspid valve and the grasping was successful. Leaflet insertion was satisfactory, and the clip was deployed. However, during gripper line removal, with every pull of the gripper line, clip movement occurred. The clip then detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). One minute later, the clip also detached from the anterior leaflet (ccd), while remaining on the gripper line. Only one end of the gripper line was seen outside the gripper lever. A snare catheter was used to snare and secure the clip. The cds was removed over the gripper line without further issues and both ends of the gripper line were visible through the steerable guide catheter (sgc). Both ends were pulled, retracting the clip against the tip of the sgc. The sgc and clip were retracted close to the groin. The clip detached from the tip of the sgc but was still secured to the snare loop and the gripper line. The sgc was removed from the groin without issue. A 20 fr introducer sheath and a second snare were used, while pulling on gripper line and pulling the second snare catheter, successfully removing the clip. The procedure was aborted. No clips were implanted, tr remained 3-4. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.